Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a flow 50 wand, the metal plate on the tip of the device came off after 5 minutes of activation. The surgeon was able to retrieve the plate using a competitive device. There were no patient complications reported as a result of this event.